Manufacturer narrative:
(B)(4). The device manufacture date is not known. Alleged failure: bad insulation the failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be normal wear, sterilization methods, and user misuse. The product was returned for investigation and the failure mode was confirmed. Failure mode will be monitored for future reoccurrence.

Event description:
It was reported the insulation is compromised.